Event description:
It was reported that pump declared altitude alarm 21. There was no adverse impact to the customer¿s blood glucose level. Customer, under guidance from technical support, cleaned speaker holes, reconnected cartridge, attempted to resume insulin, then loaded new cartridge when alarm recurred, waited 2 hours for moisture to evaporate, and was eventually able to load new cartridge and resume normal pump operation after pump reset, with additional tips provided to prevent future altitude alarms.